Event description:
X-rays show stem fracture. No revision scheduled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.